Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on 04/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the pump was found to power on with a dim and discolored display. Unrelated to the display issue, the bolus button cover was found to be detached from the pump. (B)(6).